Manufacturer narrative:
The bed was tested per quality control procedures on (B)(4) 2010, and met specifications. The bed was placed with the pt on (B)(4) 2010. The buckle was cut and replaced at the healthcare facility then returned to kci quality engineering for eval. Testing of the buckle concluded that the buckle surface was scored and looked like someone had poked at it with something damaging it. Kci was unable to confirm if this damage occurred at the facility during use or some other time.

Event description:
On (B)(6) 2010, the caller reported that the red button on the buckle that holds down the chest pack was damaged. The buckle was cut by the facility and replaced by kci personnel. There was no reported injury.